Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the reported phenomenon was duplicated due to the electrical short and/or corrosion of the electronic circuit (ccd unit and cable) by water ingress into the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported phenomenon could not be identified. However, based on the information provided by sorc, it is possible that the endoscopic image was not displayed, due to a failure caused by flooding of the ccd unit and camera cable. The exact cause of the failure of the ccd unit and camera cable could not be conclusively determined. If additional information becomes available, this report will be supplemented.